Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mm 355cc breast implant was found to be ruptured, additionally, an area of siltex cracking was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year old female patient underwent primary breast augmentation, as part of a clinical study, with two 355cc mentor memoryshape gel implants. Post-operatively, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022 for unspecified reasons. During the revision, it was discovered that both implants were ruptured. Subsequently, the patient's implants were replaced with the following: (right) 275cc mentor memorygel breast implant, catalog: 3502751bc, lot: 7681633, sn: (B)(4) and (left) 200cc mentor memorygel breast implant, catalog: 3502001bc, lot: 7552578, sn: (B)(4). This medwatch form is for the right breast prosthesis.